Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one out of range shock impedance measurement greater than 125 ohms was recorded on this implantable cardioverter defibrillator (ICD). The shock impedance had been stable over the past year and all measurements after this reading had returned to the normal range. Boston scientific technical services discussed that daily measurements can be influenced by environmental electromagnetic interference (emi) and result in benign out of range readings. No source of emi was confirmed for this patient. The physician will continue to monitor the system. This ICD remains in service at this time. No adverse patient effects were reported.